Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 produced an excessive amount of smoke in the tunnel and it was difficult to do the case because of poor visibility. The hospital did not report any patient effects. The product is not returning. Dr. (B)(6) mentioned that he did a case at (B)(6) the other day, and the hemopro produced an excessive amount of smoke and it was difficult to do the case because of poor visibility due to the smoke in tunnel.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25122537, 25123479 and 251236794 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 produced an excessive amount of smoke in the tunnel and it was difficult to do the case because of poor visibility. The hospital did not report any patient effects. The product is not returning. Dr. (B)(6) mentioned that he did a case at north cypress the other day, and the hemopro produced an excessive amount of smoke and it was difficult to do the case because of poor visability due to the smoke in tunnel.